Event description:
It was reported that upon opening a 1.50x12mm mini trek dilatation catheter outer box, it was discovered that the inside pouch had already been opened. The account is unable to confirm when the pouch had been opened. There was no reported patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for unsealed packaging reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Date of event: estimated (reported as unknown). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.